Event description:
It was reported that the pt was implanted a durom acetabular component on the left side in 2003. Currently, the pt is being monitored due to high cocr levels. It was stated that the pt didn't get the full mobility after the implantation. After a consultation pt was informed of the "deficiency" of the mechanism of the device and the symptoms were according to the mentioned "deficiency". There was a cracking feeling in the inguinal level without pain but the function was not affected. An echography was performed and blood test and it was discovered a high elevation of cocr levels. No evidence of a pseudo tumor.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415-2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4).